Event description:
Mom called to say the food pump did not alarm when it was out of food. It was continued to pump air into the pt. Our bio-med dept determined the particular brand of formula (B)(6) is so thick that the food pump sensor does not realize the bag is empty.